Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was noted. Right cylinder and pump were removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was microscopically inspected and tested for leaks. Wear a fold in the middle, proximal and distal end of its body was identified, along with a bulge when it was inflated with a syringe. The pump was microscopically inspected, leak and functionally tested. It was noted that the pump tubing was not returned for analysis as it was cut down to the pump block. No damage or abnormalities were noted, no leaks were identified in the component. Based on the information available and analysis results, the bulge identified in the cylinder could have caused or contributed to the reported clinical observation of device not working properly.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the reservoir was noted. Right cylinder and pump were removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.